Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature increased until device overheats, turning the temperature all the way down still resulted in a temperature of 43.5 plus. A crack in the return tube sprayed a stream of water each time the device was turned off which may have caused the issue though there was no visible corrosion. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.